Event description:
It was reported that, following the catheter revision (refer to manufacturer report # 3004209178-2014-04523 for the revision event), the patient was ¿fine¿ until he started physical therapy again and getting into a harness. Physical therapy included the use of a sling to hold the patient up so that he could be on a treadmill. This was three weeks prior to the report date. The reporter declined to want to give any further information. The reporter spoke with the health care provider (hcp) during the middle of this report and then she indicated she would work with a device manufacturer representative and the surgeon. No further information was provided. The type of medication being delivered via the device system was not provided. It was later reported that the patient experienced increased spasticity. A side port aspiration was done. The spinal segment of the catheter had an occlusion and it was replaced on (B)(6) 2014. At the time of this report, the patient status was indicated to be ¿alive-no injury.¿ it was noted that the customer discarded the device and it would not be returned to the manufacturer. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).